Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. This bipap a30 device was manufactured on 03/05/2012, which is prior to the unique device identifier (UDI-gtin) requirement implementation. This device does not have a UDI and no UDI will be listed in this report.

Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed a ventilator inoperative error code e-56. This error indicates that the unit is exceeding the requested pressure settings for 10 seconds, high pressure sensor reading, large amount of drift, and pinched/blocked tubing. The device evaluation did not identify any specific component malfunction that would need to be replaced to resolve the ventilator inoperative condition. Additionally, the device was missing rubber feet, and the data identified additional unrelated error codes. These error codes were consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that the error codes contributed to or caused the reported event. The device will be scrapped at the customer's request; therefore, no additional repair information was provided.